Manufacturer narrative:
This event occurred at (B)(6) hospital in (B)(6). No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital and diagnosed with pump thrombosis. Log files were downloaded for analysis. No further information was provided.

Event description:
Additional information: the patient was transferred to the implanting center, ankara city hospital. The doctors there concluded that the diagnosis of pump thrombosis was incorrect and that there was no evidence of thrombus. No treatment was provided and log files were sent for analysis as a precautionary measure only.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusions: no specific device-related issues or adverse events were reported. The initial diagnosis of pump thrombosis was later found to have been incorrect. The submitted controller event log file contained data from (B)(6) 2018. Of note, the date appears to be set to the incorrect year (2018) throughout the log file (should read 2020). No atypical alarms or events were captured. The actual motor speed remained at or above the low speed limit for the duration of the submitted log files and the pump appeared to be functioning as intended with stable parameters. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. No further complaints have been reported at this time. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Section h4, h6 (patient code): correction. No further information was provided. The manufacturer is closing the file on this event.